Manufacturer narrative:
The device was returned along with 3 additional microvention coils. The coils were contained together in a mass and carefully separated. The coil that reportedly prematurely detached is visibly stretched and kinked. A piece of fiber (unknown substance) was also contained in the coil mass. The fiber material was characterized by fourier transform infrared spectroscopy. The fiber is cellulosic in nature (cotton); possible sources could include sterile gauze, paper, textiles, etc. The delivery pusher was verified for electrical continuity and met specification. The attachment tether that holds the implant intact with the delivery pusher is white opaque. This appearance is consistent with stretching. The microcatheter that was returned appeared normal in appearance. The root cause of this incident appears to be that the device was exposed to a force that exceed the maximum tensile specification of the attachment tether. It is unknown if the fiber contamination attributed to this incident by attaching to the coil during repositioning.

Event description:
It was reported that during embolization of a p-comm aneurysm, the catheter backed out of position. Upon repositioning, the physician decided to withdraw the coil. Resistance was encountered then the coil prematurely detached and moved toward the aca with the distal end of the coil still in the coil mass. An attempt was made to retrieve the coil with an alligator and goose neck snare. The retrieval attempt was unsuccessful. All coils were removed surgically. The p-comm aneurysm was treated by standard surgical clipping. In 2009, it was reported to mvi the patient woke up dysphasic. One week earlier, it was reported to mvi that the patient is hemiplegic. The patient is making progress with speech, understands everything and is alert.